Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2012 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3d max (device #1). Per operative notes, ¿an indirect right inguinal hernia was identified and reduced. A large 3d max (device #1) was placed and tacked.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device #2). Per operative notes, ¿the direct hernia sac was identified and reduced. A large perfix plug with onlay patch was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), d6a, g3, g6, h2, h4, h6, h10 this supplemental emdr represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2012 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective.